Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose at that the time of the incident was 555 mg/dl. The customer reported that they did not had a battery for the current insulin pump but had a battery for older insulin pump so instead used old insulin pump. The customer reported they had a low reservoir warning and changed the reservoir. The customer declined troubleshooting. No devices will be returned for analysis.